Manufacturer narrative:
E1) initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were found during the device evaluation: housing damaged, and the slit section inside the biopsy valve was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely that the reported damage was due to external stress applied during the insertion and removal of forceps or syringes. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a diagnostic bronchoscopy procedure, the biopsy valve became damaged while forceps were being inserted. The procedure was completed with no delay, using a back-up device. There were no reports of patient/user harm.